Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-00852. It was reported the patient was not receiving effective stimulation in the established cervical pain pattern. The physician disconnected the 3189 leads and explanted the 3341 extension. Two quattrode leads were added to the scs system. The new leads are providing effective stimulation.

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-00852. Follow-up identified during the patient's procedure to address ineffective stimulation via the occipital lead (reference MFR. Report: 1627487-2017-0576), the physician also explanted the existing cervical leads.